Event description:
It was reported that the during the new device implant, the physician observed outer insulation wearing on the old right ventricular lead when the lead was connected to the new device. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.